Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that a healix br anchor had it's tip break off during insertion for a rotator cuff surgery. Surgeon completed surgery without issue. No delay to surgery or ae to patient reported. Additional information from affiliate (B)(6) 2014. The lot number was verified and confirmed as 3629664. All the broken fragments were removed from the patient body. The bone quality of the patient was hard. The correct awls and taps were used in the procedure. The insertion was not off-axis. The size of the anchor used to complete the procedure was 5.5mm.